Manufacturer narrative:
It is unknown when the event occurred as this information has not been provided. Based on information provided, it cannot be determined that the alleged infection is related to v.a.c. Therapy. There have been several attempts made to gather additional information, but there has been no response. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters. Refer to dressing application instructions (found in v.a.c. Dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c. Therapy should be discontinued. Device identifier not provided.

Event description:
On jul 18 2016, the following information was reported to kci by the nurse: the patient allegedly experienced a complication with prevena therapy and was re-admitted for an abscess and a drain was placed. No additional information available. Since the unit was not returned and the lot number was not provided, kci cannot conduct neither a device evaluation of the unit, nor a device history review of the dressing.